Event description:
It was reported that the right ventricular (rv) lead was explanted as the lead was dislodged after a month of being implanted. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete segment of the lead was returned. The setscrew marks were in correct location on the terminal pin. The helix was retracted, and dried body fluid was noted in the helix housing. Cuts were noted in the insulation which was likely due to explant damage. Visual inspection revealed no abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead was explanted as the lead was dislodged after a month of being implanted. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is received for analysis.